Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 3fr s/l per-q-cath catheter. The depicted device was implanted in a patient. Approximately 7cm of catheter shaft and the molded joint/luer adapter were visible. The t-lock assembly was attached to the luer adapter. A syringe was attached to the luer adapter. The catheter was being flushed and a spraying leak was visible at the luer/suture wing joint. While leakage was evident in the submitted video, inspection of the video was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet damage and contact with a sharp instrument. A lot history review (lhr) of redv2093 showed four other similar product complaint(s) from this lot number.

Event description:
Customer reports a leakage in catheter/hub connection. No other information was provided.